Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00928, 00929. Plaintiff was implanted with a perigee with intepro lite to treat her pelvic organ prolapse and stress urinary incontinence (implant date was not reported). It was alleged by the plaintiff's attorney that after, and as a result of the implanted mesh, the plaintiff has suffered severe and permanent bodily injuries, significant mental and physical pain, has undergone medical treatment and corrective surgery and has suffered other damages. It was also alleged that the mesh caused serious medical problems, including, but not limited to, operations to locate and remove mesh, to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.